Event description:
This patient experienced a sudden loss of function with cochlear implant and ear pressure. Using the appropriate diagnostic equipment. It was determined that the device was not functioning according to MFR's specifications. Explantation/reimplantable surgery is yet to be scheduled. The healthcare professional was informed that the explanted device should be returned to cochlear.